Event description:
The pt had present with a ruptured anterior communicating artery. The physician deployed a second coil [subject device] in the aneurysm and attempted to detach the device. The power supply signalled detachment was complete. As the pusher wire was withdrawn under fluoroscopy (as per the directions for use), it was observed that the coil was being pulled back out of the aneurysm and had in fact not detached from the pusher wire. The physician advanced the coil back into the aneurysm at which point a loop of the coil ruptured the distal tip of the aneurysm. This was noted by contrast extravasation, and the visualization of the coil loop beyond the known border of the aneurysm. The physician successfully detached the coil and implanted a third coil. Post procedure, the pt was unable to move, it was not reported if this was limited to one side or complete. However, the pt has recovered with some weakness remaining in the right leg.